Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Critically ill patients admitted to the ICU are prone to thrombogenicity and dvt, mostly due to inflammatory status post injury, abnormal coagulation, immobilization and catheterization. Institutions should follow guidelines in dvt prevention which include pharmacological and mechanical methods. [Zoller b, li x, sundquist j, et al. Risk of pulmonaryembolism in patients with autoimmune disorders: a nationwide follow-up study from (B)(6). Lancet. 2012;379:244-249]. Institutional implementation of standard protocols that incorporate these measures may have contributed to the reduction of dvt rate. Importantly, therapeutic hypothermia using a zoll ivtm cooling catheter placed in the femoral vein is not associated with increased incidence of dvt. Four randomized controlled clinical trials (2 multicenter and 2 single center trials) conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. [Deye n, cariou a, girardie p, et al. Endovascular versus external targeted temperature management for out-of-hospital cardiac arrest patients: a randomized controlled study. Circulationaha.114.012805. Published online before print june 19, 2015, doi: 10.1161/circulationaha.114.012805; diringer mn, et al: treatment of fever in the neurologic intensive care unit with a catheter based heat exchange system. Crit care med 2004 vol. 32, no. 2; white paper edc-2888]. The patient was suffering from a traumatic brain injury. Reiff et al. Described that traumatic brain injury is associated with the development of deep vein thrombosis independent of pharmacological prophylaxis. The incidence of dvt among injured patients with tbi is significantly higher than those patients without head injury independent of anticoagulation therapy. Rigorous surveillance to detect dvt among trauma patients with tbi should be undertaken and where appropriate alternate means for pulmonary thromboembolism prevention used. [J trauma. 2009 may; 66(5):1436-40]. Thrombogenicity, including development of thromboembolism is a common problem in neurosurgery and neurology patients. [Muller a: risk of thromboembolic events with endovascular cooling catheters in patients with subarachnoid hemorrhage. Neurocrit care (2014) 21:207-210; bonizzoli m: peripherally inserted central cenous catheters and centrall venous catheters related thrombosis in post-critical patients. Intensive care med (2011) 37:284-289; pierce c: surveillance bias and deep vein thrombosis in the national trauma data bank: the more we look, the more we find. The journal of trauma_ injury, infection, and critical care, 2007; swann kw, black pm: deep vein thrombosis and pulmonary emboli in neurosurgical patients: a review. J neurosurg 61:1055-1062, 1984.]. As such, the incidence of dvt in the general neurosurgical population ranges between 19 and 50%. Event is possibly related to the quattro catheter due to relevant location. At the same time, the patient's clinical condition of subarachnoid hemorrhage made the patient predisposed to thrombogenicity and dvt, which is a common complication is such patients. Event is probably related to the patient's clinical condition as well. Event was serious because it required additional treatment even there were no any clinical symptoms experienced by the patient, and thrombus was an observation on the patient using diagnostic medical sonography 24 hours after catheter removal.

Event description:
The patient with a previous history of thrombosis was hospitalized for traumatic brain injury (tbi) and in a resuscitated state, successfully completed ivtm therapy using a quattro catheter without issue. It was noted that during ivtm therapy the patient received heparin and clopidogrel infusions. Following completion of ivtm therapy, the catheter was removed and 24 hours after the patient was tested using diagnostic medical sonography. The results identified deep vein thrombosis (dvt) of the inferior vena cava (ivc). In response, the patient was further treated with heparin infusion with partial thromboplastin time (ptt) values of 55 to 60 seconds. No further information was provided regarding the patient's current state.